Event description:
It was reported that during the implantation procedure, the lead was placed into the right ventricle and the measurements were poor. An attempt to retract the helix was made and it would not retract fully. Therefore, the lead was not implanted. Another isoline lead was implanted successfully.

Manufacturer narrative:
(B)(6).(B)(4). Helix would not retract fully during implant. The analysis on this lead is pending. (B)(4).

Manufacturer narrative:
(B) (4). Helix would not retract fully during implant. The analysis on this lead is pending.

Event description:
It was reported that during the implantation procedure, the lead was placed into the right ventricle and the measurements were poor. An attempt to retract the helix was made, and it would not retract fully. Therefore, the lead was not implanted. Another isoline lead was implanted successfully.